Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(6)) failed to power up" was not confirmed during the archive data review and functional testing. The autopulse platform was able to power up during the functional testing, and the reported complaint could not be replicated. During visual inspection, the front enclosure was observed damaged with a vertical crack going through one of the screw fittings. The noted physical damage was unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure was last replaced in (B)(6)2019 for a similar issue. The front enclosure will be replaced to address the issue. A review of the autopulse platform archive was performed and revealed the last time the autopulse platform was powered up was on (B)(6)2020. The autopulse platform was powered on multiple times with user advisory (ua) 45 (not at "home" position after power-on/restart) error messages, unrelated to the reported complaint. Throughout the archive, there were multiple occurrences of the ua45 error messages. User advisory is a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform failed initial functional testing due to ua45 displayed upon powering on, unrelated to the reported complaint. The root cause of the ua45 error was due to the driveshaft not to be at "home" position, most likely attributed to unintended user error. The driveshaft was rotated to "home" position to clear the ua45 error message. Unable to duplicate the customer's reported complaint of "unable to power up" during the functional testing. The returned autopulse platform was able to power up with a known good test autopulse li-ion battery. The platform was tested multiple times, and each time, it was able to power up with no issues. Unrelated to the reported complaint, noticed seized brake gap, which resulted in the brake gap to remain closed. The brake gap was unable to be adjusted due to the defective drivetrain, likely caused by a defective component. The drivetrain will be replaced to remedy the issue. Awaiting the customer's approval for repair.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on december 10, 2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) failed to power up. The platform was tested with multiple fully charged autopulse li-ion batteries; however, the issue persisted. No patient involvement.